Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 326mg/dl at the time of the incident. The patient's current blood glucose was 420mg/dl. The customer reported that the pump had been doing weird things across the past month and a week. The customer will fall asleep or teaching and it'll start beeping and it will say "finished loading¿. It will beep "finished loading" an hour after finishing fill cannula process. The customer had high blood glucose issues and has pneumonia. The customer reported that the pump would alarm, low reservoir, but reservoir wasn't low. The customer had a headache. The customer treated for high blood glucose through the pump bolus. The customer was unsure if high blood glucose were from pneumonia and allergies or from the pump. The customer reported that the blood glucose is also high from prednisone. The insulin pump will not be returned for analysis.